Event description:
The tibial insert would engage properly with the tibial tray. Another insert from the same lot was used and it successfully engaged with the tibial tray.

Manufacturer narrative:
There is no evidence to suggest that this device is defective. It is reasonable to assume that the incident is not device related and variables related to surgical procedures contributed to the difficulty with assembly of the insert. This will be monitored for trends.